Event description:
The hand held gia stapler would not close, unable to fit the 2 pieces of together. A small white piece of plastic was obstructing the placement. Scrub, surgeon and residents unable to correctly fit stapler together.